Event description:
The screw holding the round disc of an innomed knee retractor sheared off during a case. This caused a portion of the screw and retractor to come off the device. The retractor was removed from the patient's knee and all pieces were accounted for at the end of the case.what was the original intended procedure?retraction.device #1is this a laboratory device or laboratory test?no.